Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The date and time were set and functioned properly. No history anomaly was noted.

Event description:
The customer reported that the insulin pump had history anomaly. Customer stated that she was not getting indication that the insulin pump had drops at the end. Customer stated the drops are at the end but the numbers did not appear on the insulin pump screen. Customer attempted to rewind and prime and gor compromised force sensor system alarm. Troubleshooting was done. Customer's blood glucose was 103 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).